Event description:
It was reported that during a total colectomy procedure, the device appeared to have fired. However, on release of the device, there were leaks visible at one end of the staple line. On inspection of the device, it appears there were some staples formed, but others which remained in the device. It was not reported what device was used to complete the procedure. There were no adverse consequences for the pt. Additional info received 08/24/2009 - the procedure was completed by mr (B) (6) hand sewing the anastomosis. I have been assured that the pt doing well post operatively.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.